Manufacturer narrative:
Suspected meter was evaluated by ok biotech and calculated the strip connector on the meter was dirty which contributed disable on the meter. User might apply blood or control solution inappropriately or failure to appropriately maintain the devices. First when we received the meter, we check meter function with control solution. Meter was not workable after we applied control solution onto strips. We disassembled the meter and found the dust distributed on the electronic board and strip connector. After we blowing the dust off with the air gun, meter was responsable to control solution test. Then, we check the suspected meter through our standard procedures and calculated that the meter was operated within specifications after we cleaned up. 1. We tested the standby current of the meter, the result was 1.2 a. The criteria is <55 a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and returned strips (strip lot number:d170118-1 ). The control solution tests for level low were 45/48 mg/dl, for level high were 215/216 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. 4. We tested the retain strips (same strip lot number:d170118-1) with returned meter. The control solution tests for level low were 50/50 mg/dl; for level high were 237/247 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 11:30 am - 12:00 pm after the end user was not able to obtain a blood glucose reading from her prodigy diabetes meter. The end user attempted to perform a blood glucose test with her prodigy diabetes meter. Once she applied blood to the test strip the meter would not respond. She was experiencing nausea, headaches and felt tired. Out of concern the end user went to see her pcp who immediately sent her to the ER because her blood glucose reading was around 500 mg/dl. Upon arrival to the ER a blood glucose test was performed with the hospitals meter and the reading was still hovering close to 500 mg/dl. An IV treatment was administered to help stabilize her blood glucose levels. After 5 hours in the ER the end user was discharged with a blood glucose reading of 289 mg/dl. She was instructed to continuously monitor her blood glucose and follow-up with her pcp. No additional details were provided in regards to this medical event.